Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd phaseal¿ protector p14j leaked during use. The following information was provided by the initial reporter: when drawing the drug, it leaked from the connection of the protector and the vial.

Manufacturer narrative:
H.6 investigation summary: one sample was returned to our quality engineer for investigation. The product was evaluated and a leakage between the vial and protector was observed. While the protector was properly fitted to the vial, it was noted that the needle on the protector penetrated the vial at an incline and the needle was detached from the protector housing. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Based on the investigation results, it was determined that the protector was not properly connected to the vial which resulted in the leak reported. Pictures show that the needle penetrated the vial inclined. Based on the damaged on the needle housing it seems that the protector was not properly attached to the vial: it was attached inclined not vertically. The protector must be attached completely vertical. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that bd phaseal¿ protector p14j leaked during use. The following information was provided by the initial reporter: when drawing the drug, it leaked from the connection of the protector and the vial.